Event description:
It was initially reported that the device would fail the user test. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device exhibited a reset failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies, but was unable to determine the cause of the reported failure.